Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display screen. The reporter stated that the battery cap was secured to the battery compartment and that there was no recent trauma and no evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/06/2013 with the following findings: the pump was booted up and the display screen was observed to be dim with a pink contrast. The initial complaint of a blank display was not observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.